Manufacturer narrative:
Result of investigation: the device was sent to the karl storz for inspection. During the technical inspection the error description provided by the customer, " image flickered and turned black ", could be confirmed. The examination revealed image impairment (flickering) caused by a damaged connection cable (cut). The measured light output (64%) is outside the required specification and is due to wear and tear. The optical shaft shows scratches on the surface. The damage found was not caused by a manufacturing/production defect. Such damage is attributable to clinical use/clinical reprocessing and wear and tear. At the time of the root cause analysis, the operating hours counter read 360.28 hours of use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the rectum resection of a robotic laparoscopic procedure, the image from the storz system flickered and turned black for some seconds. It happened many times during the procedure. When the endoscope was checked, there were many errors that the image was frozen. Continued to use it to complete the case. There was no patient injury. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).